Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted and was doing well postoperatively. The explanted ipg was not returned.